Event description:
It was reported that an ametek powervar 3kva uninterruptible power supply (ups) had overheated and emitted an odor. The ups had swollen internal batteries which showed signs of leakage. The ups was used with the affiniti 70 ultrasound system at the customer¿s site. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.